Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was 221 mg/dl at the time of incident. The customer stated that the piston was going against the reservoir and the pump was making a weird noise. The customer changed the reservoir 3 times but the pump still alarmed no delivery. The customer stated that there was a delay when pressing the act and esc buttons. The customer had several no delivery alarms and 1 motor error alarm in the pump history. The customer was advised to discontinue use of the pump and that the pump would be replaced. The pump was not returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The motor passed motor test. No motor error alarm and no excessive no delivery alarm noted. No noise anomaly during testing. The insulin pump was received with minor scratched display window, cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube and broken belt clip slot.